Manufacturer narrative:
Date rec'd by MFR: 15mar2019. The customer replaced the touchscreen to address the reported problem. The unit successfully passed the required performance verification test. The touchscreen was returned to philips failure investigation lab for analysis. A visual inspection revealed no damage or contamination. Operational testing was performed, and the touchscreen did not produce any errors during 2 hours of operation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported touchscreen malfunction. Touchscreen calibration will not pass. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.